Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that an unspecified blood glucose meter, possibly a onetouch brand, does not turn on. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with an insulin pump. The power issue began one day prior, at 7:45am. The pt took more food/drink at the time of concern. Reportedly 2 hours later, the pt developed symptom of shakiness. The pt did not receive any treatment. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed he had symptom that can be associated with hypoglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.